Event description:
The following information was reported: the balloon lost pressure when it reached the sheath. Hemostasis was achieved with another mynxgrip device. The patient was not hospitalized. In the physician's opinion the event was caused by the mynx device/procedure. The physician believes the balloon did not perform adequately. Additional information: during prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance felt while inserting the device and no resistance during pullback.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).